Manufacturer narrative:
According to the report received from the cryolife representative, the hero graft implant was performed around 1pm on (B)(6) 2015. The representative was present and the case was "picture perfect." At approximately 5:30pm the same day, the representative received a text from the surgeon, who was called back in to surgery when the patient presented with a hematoma which he contributed to and anticipated being "graft sweat." He used a cannulated gore tunneler rather than a kelley wick to minimize drag on the agc to avoid this situation. The surgeon removed an existing catheter and used the same track to implant the outflow component on the patient's right side. This patient has had multiple procedures in the past as many hero candidates do. Multiple requests were made to the surgeon for additional information, including operative notes, information on patient comorbidities, and the patient's current status; however, no response was received. The manufacturing records for the hero graft arterial graft component lot number h15av010 were reviewed and it was confirmed that all records were controlled, available for review, and met all specifications per the device master record. A review was performed of the available information. The patient was implanted with a hero graft on (B)(6) 2015. The surgeon noted a post-operative hematoma which required additional surgery. A video from the surgery was provided and the surgeon demonstrated arteriovenous graft (avg) sweating; the surgeon attributed the hematoma to the "graft sweat." The hero graft instructions for use (IFU) lists hematoma as a potential intraoperative and postoperative complication. As stated in the IFU, bleeding, hemorrhage, or hematoma occurred in 5.3% of patients in the hero graft bacteremia study and in 11.5% of the hero graft patency study. The following information was not available: patient medical history, implant/operative notes, and specific treatment details. Although the initial complaint reports a post-operative hematoma, review of the video suggests that the fluid leaking from the graft is of low viscosity, more consistent with a seroma. The acute nature of the process immediately following surgery is consistent with a perigraft seroma resulting from leakage of blood components through the wall of the graft. The cause of the leakage is unknown; however, it could be related to the absence of perigraft fibroblast proliferation (graft incorporation), which as stated in the IFU may take 2-4 weeks to develop. Other patient factors that may contribute to a perigraft seroma include low hematocrit, high pressure, and decreased oncotic pressure due to malnutrition or liver disease. The specific relationship between the hero graft and the hematoma (or seroma) cannot be assessed at this time without additional information. However, hematoma and seroma are known complications. The IFU provides the following instructions: "utilizing a standard kelly-wick tunneler with a 7mm bullet tip, follow the previously drawn soft c graft routing path to create a subcutaneous tunnel from the arterial incision site to the connector incision site at the [deltopectoral groove] dpg. Graft routing will vary depending on patient-specific anatomy. Attach the non-connector end of the arterial graft component onto the 6mm bullet tip and secure a tight connection with a suture(s). Gently pull the arterial graft component through the tunnel to the arterial incision site. Utilize the markings on the arterial graft component to verify it has not twisted." The IFU lists the following potential complications with the use of the hero graft: seroma and hematoma.

Event description:
According to the report received from the cryolife representative, the hero graft implant was performed around 1pm on (B)(6) 2015. The representative was present and the case was "picture perfect." At approximately 5:30pm the same day, the representative received a text from the surgeon, who was called back into surgery when the patient presented with a hematoma which he contributed to and anticipated being "graft sweat." He used a cannulated gore tunneler rather than a kelley wick to minimize drag on the agc to avoid this situation. The surgeon removed an existing catheter and used the same track to implant the outflow component on the patient's right side. This patient has had multiple procedures in the past as many hero candidates do.

Manufacturer narrative:
This investigation is currently ongoing. Any additional information will be provided in the follow-up report.

Event description:
According to the report received from the cryolife representative, the hero graft implant was performed around 1pm on (B)(6) 2015. The representative was present and the case was "picture perfect." At approximately 5:30pm the same day, the representative received a text from the surgeon, who was called back in to surgery when the patient presented with a hematoma which he contributed to and anticipated being "graft sweat." He used a cannulated gore tunneler rather than a kelley wick to minimize drag on the agc to avoid this situation. The surgeon removed an existing catheter and used the same track to implant the outflow component on the patient's right side. This patient has had multiple procedures in the past as many hero candidates do.